Event description:
It was reported that following post-chemotherapy surgery for urinary bladder cancer, the patient was transferred to the ICU and placed on a servo sv-900 ventilator. The breathing circuit included the referenced device which was replaced daily, (in accord with the instructions for use). The device use continued uneventfully for ten (10) days, at which time the ventilator was replaced with a sv-300 model ventilator, to accommodate nebulized medication. Tyloxapol (2ml) was administered by ultrasonic nebulization for about fifteen (15) minutes, four (4) times a day with a device change frequency of twice a day. A hypoventilation alarm sounded, whereupon the patient was found in respiratory distress. Substitution of manual for mechanical respiration resolved the dyspnea. The user found the device in use at the time to have high flow resistance. Substitution of a fresh device allowed uneventful continuation of mechanical ventilation. No further sequelae were reported.